Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5103320) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they "wake up with headaches and head pain on the left side of my head. I wake up feeling like I have fluid in my lungs. There is no allegation of serious or permanent harm or injury. Patient reported using an inhaler to treat alleged symptoms. No patient information was provided. No additional information can be requested at this time.